Event description:
The physician performed a sling procedure and an anterior repair in 2003. The pt experienced urinary retention following the procedure and was catheterized for 4 days. The pt continued to complain of bladder spasms and urinary frequency. The pt was treated with ditropan and b&o suppositories. The pt's white blood count was normal and had 3+ blood in their urine. The pt was placed on antibiotics. The physician saw the pt 6 days later and performed a cystoscopy. At that time the physician discovered 2600ml of urine in their bladder. Dr. Drained the bladder and inserted a foley catheter. If the pt is still in retention when dr. Removes the catheter the physician will incise the mesh.